Manufacturer narrative:
The investigation has been completed. The console (ic1105) was sent back for further investigation. The root cause is most likely due to power battery manager incorrectly reporting battery temperatures. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced battery charging/other issues (battery temperature high alarm) that were "resolved quickly". No clinical details regarding resolution were provided. No patient harm reported.